Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The complaint of under-responsive keypad buttons was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad was removed and no contamination was observed under the button contacts. The pump case was opened and there was no damage or moisture ingress. There was no defect found during investigation.